Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting the pipeline was not damaged. It was maintaining the opening, up to the part proximal to the recapture zone, and in that part, the image indicated twist in the stent.

Manufacturer narrative:
Healthcare professional information not reported due to privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that after catheterization and positioning of the phenom catheter, preparation and washing of the pipeline, release and various maneuvers to open the proximal part were not successful,  the doctor decided to exchange the stent because of suspicion of torsion. The stent and microcatheter were removed together, a visual check was performed and the torsion confirmed. The patient presented kinking with loop in the proximal internal carotid artery (ica) and moderate angulation in the carotid siphon. There was failure to open in the proximal section of the pipeline. The pipeline was positioned in a proximal bend. The pipeline was not stuck in the capture coil. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. There were no additional steps or other devices required to open the pipeline. After removal, catheterization and placement of a new phenom microcatheter and pipeline vantage 4.5x16 diverter the surgery was completed successfully. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. There was no problem identified with the phenom microcatheter. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for aneurysm embolization treatment of a saccular, unruptured left internal carotid artery (ica) artery ophthalmic follow-up aneurysm with a max diameter of 3.6mm and a 3.5mm neck diameter. The access vessel was the left femoral artery. The landing zone was 3.6mm distally and 4.5mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered. The angiographic result post procedure was satisfactory. Ancillary devices include a neuron max 088 penumbra sheath, navien catheter, avigo guidewire.

Manufacturer narrative:
H3: product analysis of ped2-450-18, lotno:b446377 found no bent or kink with pushwire. The hypotube was stretched. The shrink tubing was intact but pulled back from the proximal bumper. The distal and proximal dps restraints were intact. The dps sleeves were intact with no signs of damage. The distal and proximal ends of the pipeline flex shield were found fully opened and damaged. No damages were found with the distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No flash or voids molded were observed in the hub. The catheter body was found to be kinked at ~3.4cm from distal end. No damage was found with catheter distal tip/marker band. No other anomalies were observed. The total and usable lengths of the catheter were measured to be within specifications. The pipeline flex shield could not be pushed forward or removed. For further examination, the catheter was cut to remove the pipeline flex shield pushwire and braid from the catheter lumen. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. Based on the analysis findings, the pipeline flex shield was not confirmed to have failure to open at the proximal end as the distal and proximal ends of the pipeline flex shield braid were found fully opened and damaged. It was reported that ¿the pipeline was resheathed more than 2 times¿. Damage to the braid identified during analysis, could have occurred due to resheathing of the pipeline flex shield more than two times. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.